Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term/code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection showed deformed and slightly stretched-out conductor coils in mutiple areas throughout lead body. There were ted cuts in insulation, likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.